Event description:
The manufacturer received information alleging visualization of particles; burning/smoke/electrical odor; difficulty breathing/short of breath; device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received infomation an alleging visualization of particlest, burning/smoke/electrical odor, difficulty breathing/short of breath, device has strange odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, burning/smoke/electrical odour, difficulty breathing/short of breath related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Exterior investigation revealed unknown dust/dirt contamination present on all surfaces of base unit. Unknown dust contaminate present at air inlet and at iso port entrance. Internal investigation revealed unknown debris in the tracks of ui panel. Mineral deposits were present on motor casing suggesting unknown liquid ingress. There was unknown white dust contamination present on bottom enclosure, blower box housing, blower motor, blower impeller and rear panel o-ring. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were no errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.